Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient stated that they had a head MRI in october or november and when they turned the stimulation back on no matter how high they turned it they couldn't feel the "tapping" sensation that they typically feel. No further complications were reported or are anticipated.